Event description:
It was reported that during pre-test of the shunt, it was noticed that the blue balloon did not inflate into a regular shape and then didn't deflate normally. It was not directly used on the patient. No injury was reported to the patient.

Manufacturer narrative:
The device has not been returned for evaluation. Therefore, the root cause of the reported issue could not conclusively be determined. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.